Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample for evaluation. Bd received one used q-syte unit with no packaging material. Through the visual microscopic evaluation, the unit was received with the top septum unglued from the rim of the q-syte. There were traces of septum and adhesive material observed on the unit which confirms a bond was provided during manufacturing. Damage in the form of tears was observed on the slit of the septum top disk. The reported issue was confirmed. Although the failure reported issue was confirmed with the unit provided for investigation, bd could not establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that the bd q-syte luer access split septum has been found experiencing 30 occurrences of unglued septums before use. The following has been provided by the initial reporter: the problem was found last week, and the salesman was informed on (B)(6). The nurse found that the septum depression did not rebound when connecting the infusion, and there was no glue between the whole septum circle and the top. The other 29 products in the whole department also found this problem after checking.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd q-syte luer access split septum has been found experiencing 30 occurrences of unglued septums before use. The following has been provided by the initial reporter: the problem was found last week, and the salesman was informed on 19 november. The nurse found that the septum depression did not rebound when connecting the infusion, and there was no glue between the whole septum circle and the top. The other 29 products in the whole department also found this problem after checking.